Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise that resulted in pacing inhibition. The patient experienced an asystole. Technical services (ts) recommended further evaluation. The physician decided they will continue to monitor the situation. The lead remains in use. No additional adverse patient effects were reported.